Event description:
It was reported that the lead exhibited high pacing threshold. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the complaint of unacceptable thresholds was not confirmed. The lead passed electrical tests, exhibiting normal characteristics. The damage found on the lead is consistent with the occurring at the time of explant.